Event description:
During an angioplasty, the stent did not cross the lesion. The physician pulled the stent out and pre-dilated it with the balloon. He noticed blood inside of the balloon when he attempted to place the stent again. He also noticed the balloon shaft had kinked as well which he felt could have caused the blood to perfuse during the procedure. The procedure was finished with another stent. There was no patient injury.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Add'l info will be submitted within thirty days upon receipt.